Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal pain") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), depression ("depression") and anxiety ("emotional anguish"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), the second episode of abdominal pain ("abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2017-ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, allergy to metals, anxiety, the last episode of abdominal pain and pelvic pain had resolved, the abdominal pain lower, back pain, dyspareunia, depression, alopecia and migraine had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and the first episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea, headaches, nickel allergy, emotional anguish added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.